Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod coil, ruby coil, pod xl coil (pod xl), a non-penumbra catheter, and a non-penumbra diagnostic catheter. It was noted that the target vessel was located on a bend within the splenic artery. During the procedure, the physician placed one pod coil and one ruby coil in the target vessel. While advancing a pod xl out of the diagnostic catheter, resistance was felt. The embolization coil would not form within the vessel. While torquing the 5fr diagnostic catheter and the pod xl, the physician noticed the pod xl was not responding to movement. The embolization coil fractured but was still connected to it¿s pusher assembly. Majority of the coil remained within the 5f catheter. It was reported that the entire pod xl was removed from the patient by hand. The procedure was completed with a new pod xl and the same diagnostic catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.